Event description:
Procedure type: hysterectomy. According to the reporter: the device was implanted in may and explanted in june. The exact dates are not known. The suture was placed in the vaginal cuff. At 4 weeks, pt experienced leaking and came in for post op check up at weeks 5 and 6. Pt had vaginal cuff dehiscence. Surgeon was able to flick the remaining suture out of the cuff. Suture was in bits and pieces and not intact at all. The pt went through a second operation to fix the cuff.

Manufacturer narrative:
(B)(4).